Event description:
It was reported that a pt underwent a vasectomy procedure on (B)(6) 2010 and suture was used. During the procedure the needle detached from the suture and was lost in the pt. The needle showed up on an x-ray pos-operatively. The pt is undecided if he will have it removed under general anesthesia or leave in situ.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.